Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that an intraocular lens (iol) was explanted approximately 6 months after the initial procedure due to blurred visual acuity and refractive error. Additional information was requested, but no further information is available.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the monofocal lens with the same diopter value as the patient was not adapting to multifocal lens. As per physician the product did not contribute to the event. There is no reported defect or fault with the iol.